Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. The fse replaced the host pc and hard drive and the system was returned to good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the host pc was not booting up, there was no video on the control room monitors and no philips video on the flex monitor, but the customer could see the hemo video on the flex monitor. Log file analysis indicated that the system did not log at the time of event. This is consistent with a host pc malfunction, as it indicates that he host pc, which is responsible for recording system logs, was down at the time of event. The customer rebooted the system multiple times, but the issue persisted. The philips field service engineer inspected the system onsite and found that there was power at the back of the host pc, but the host pc would not turn on. The fse replaced the host pc and hard disk spare parts. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.